Event description:
A caller reported that the ibc dropped by 60% in a short period of time earlier in the day before contacting technical support. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.